Manufacturer narrative:
(B)(4). Additional information requested and received: what troubleshooting steps were attempted to open the device (red knife reverse switch, etc.)? The scrub nurse pressed again and again the anvil release button, but the jaw still closed. Did the jaws of the device eventually open? It was uncertain. Maybe. How was the procedure completed? It was unknown what they employed to complete the procedure.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and received: what troubleshooting steps were attempted to open the device (red knife reverse switch, etc.)? The scrub nurse pressed again and again the anvil release button, but the jaw still closed. Did the jaws of the device eventually open? N/a. How was the procedure completed? N/a.

Event description:
It was reported that prior to a sleeve procedure, he fired with the green reload. After fired, he pulled the device out of the trocar. The nurse wanted to open the jaw to clean, but they cannot open the jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.